Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional info.

Event description:
The plaintiff's attorney alleged the pt experienced a cardiac arrest, resuscitated and hospitalized which is alleged to have caused by exposure to the product used during dialysis treatment.